Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient had an ablation on their heart yesterday. The doctor assured her that there would be no issues with the device. The patient turned the device off before the surgery. When the patient went to turn the device on after the ablation, they got a message that all the data has been lost and that they needs to contact their clinician. Patient called their doctor's office this morning and the doctor would be out until tuesday. The agent reviewed the message with the patient. The patient said that they did use the paddles on them when they were trying to get their heart back into rhythm and they did it like 6 times. Patient has these burns on their back and chest from the procedure. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The cause of the por was not determined. The most likely cause was that they had a heart ablation, and the doctor doing procedure told them it would be just fine. Then 5 minutes before taking them in to do the procedure, the doctor started talking about having this big magnet below them that helped them guide wires to the patient's heart. The patient told the doctor no magnets, but the doctor said they had done it to many people with pacemakers and had no problems. The patient told them no again, and the doctor said it will all be fine. When they got home and turned their ins on, it told them all data has been lost, please contact your clinician. They did call the doctor's office and called [manufacturer]. On (B)(6) 2025, they had an appointment with the physician's assistant (pa) at the doctor's office and tried to get it to work but they could not. They contacted the manufacturer representative (rep) and had an appointment scheduled for (B)(6) 2025 with the pa and the rep to try to resolve the issue. The issue was not yet resolved.